Event description:
It was reported that when attempting to charge to 300 joules during a code, the device took a long time to charge. It did reach 300 joules and delivered the shock. The same issue occurred when charging to 360 joules (2 times), but was able to reach 360 joules and shocked the pt. It was reported that the pt was not resuscitated, but not as a result of this incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The root cause of the reported event was determined to be a failure of the therapy pcb assembly.